Event description:
It was reported to philips that the error message "dose-saving fluoroscopy selected, anode error, image acquisition not possible" appeared while the system was in clinical use. The system was restarted several time, but the issue persisted. The procedure was completed using low-dose fluoroscopy. There was no patient or user harm reported. Philips has started an investigation of this complaint.